Event description:
It was reported that an ilet bionic pancreas displayed alert 32, indicating a delivery motor communication error, consistent with a motor processor communications malfunction, which persisted after a restart; blood glucose was stable, and a replacement device was arranged. Symptoms included no adverse clinical effects. Outcomes included no injury and continued diabetes management using the patient¿s dexcom system while awaiting the replacement device. Investigation included remote verification of the alert, user-guided troubleshooting with device restart, and coordination for device replacement and return for evaluation. Investigation of the returned device revealed an internal communication failure involving the delivery motor subsystem consistent with a device malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.